Event description:
The user facility reported that the workstation would not power on prior to a procedure. There was no user or patient injury associated with this event.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus field service engineer followed up on this report and visited the user facility. The evaluation confirmed the device not powering on. There was evidence of thermal damage on the isolation transformer fuse, and a dent on the same location of the fuse. The olympus field service engineer serviced the device on-site and replaced the transformer. The registration number for this correction is 2429304-05/13/09/010-c. This report is being submitted as a medical device report in an abundance of caution.